Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stating broken bracket on left side right across the middle. Wheellocks seem to be worn out not holding as well as before.